Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of the implantable cardioverter defibrillator (ICD) device presenting electrogram (egm) due to concerns of low intrinsic amplitude measurements. Upon review, the presenting egm appeared to show this right atrial (ra) lead exhibit noisy signals, loss of capture (loc) and possible undersensing. Ts discussed possible causes with the hcp and recommended for xray images to be taken to further evaluate the lead. No adverse patient effects were reported. The ra lead remains in service.